Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. F additional details become available a supplemental report will be submitted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device (wds) was selected to be used. During procedure at some point after deploying and repositioning the closure device and effusion sweep was performed, and a possible growing effusion was noted via transesophageal echocardiography (tee) while the procedure was being completed. The physicians decided to administer protamine and to perform a pericardiocentesis in the patient. The patient stabilized and was transferred to the unit. No further information was provided at the time of this report.